Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions to the patient: how are you feeling currently? If in your possession, may we have copies of your hernia operative reports, including initial surgery on (B)(6) 2005 and second hernia repair surgery on (B)(6) 2012? Does ethicon have your permission to contact your surgeon(s)/doctors, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2005 and the mesh was implanted. On (B)(6) 2012 the patient had a second umbilical hernia repair, the hernia was in the same location as the first. Additional information has been requested.

Manufacturer narrative:
Additional narrative: it was also reported that the patient is experiencing pain since the second surgery when other type of product was implanted as well and was told by surgeon that without opening up, they wouldn't be able to tell what was causing the pain. The patient refuses to have a third surgery.

Manufacturer narrative:
Product complaint #: (B)(4). It was reported that the patient underwent the repair of recurrent incarcerated ventral incisional hernia and placement of 150 cm of proceed mesh on (B)(6) 2012. It was reported that the patient had a palpable ventral incisional hernia, which was obviously incarcerated. All the incarcerated contents were omentum. This required a partial omentectomy, which was taken under clamps and ties. The patient did not just have 1 hernia defect, but a total of about 3 or 4 hernia defects. These were all fairly centralized to the patient¿s midline of his abdomen. None of these hernia defects were tremendous in size. The patient did have some mesh, which was very tightly incorporated into the fascia, which was left alone. Portions of mesh that was not very well incorporated was removed. There was no sign of any mesh infection present. Proceed mesh was secured circumferentially with interrupted number 1 prolene sutures placed. Fascia closed primarily with interrupted number 1 ethibond sutures for closure on this hernia defect. A 19 blake drain was placed above the fascial repair that was brought through a separate stab incision and secured with nylon sutures. Subcutaneous fatty tissues were irrigated and closed with interrupted 3-0 vicryl sutures and the skin was closed with running 4-0 vicryl suture. The patient tolerated the procedure well.

Manufacturer narrative:
Product complaint #: (B)(4). It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2005 and the mesh was implanted. On (B)(6) 2012 the patient had a second umbilical hernia repair, the hernia was in the same location as the first. Additional information has been requested. It was also reported that the patient is experiencing pain since the second surgery when other type of product was implanted as well and was told by surgeon that without opening up, they wouldn't be able to tell what was causing the pain. The patient refuses to have a third surgery.